Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6), 1991. Subsequently, the patient was revised on (B)(6), 2014 due to poly wear. The tibial bearing was removed and replaced.

Manufacturer narrative:
Evaluation of the returned device found several scratches on the bottom of the bearing and around the slot near the locking bar that were most likely caused by surgical explant tooling used during the removal of the bearing. The bearing showed very little/normal wear for a bearing that had been implanted in a patient for twenty-three years. No excessive wear was seen on the bearing, and no pieces of it were loose or broken. The wear pattern did not show any signs of malalignment or poor positioning.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."